Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that three isolated system shutdowns occurred during a surgery. Each shutdown occurred during automatic movement of guidance mode, when vigilance device was pressed and no force was being applied to arm. Surgeon reported that joints seemed to be in normal positions. Surgeon re-initialized system each time, and shutdowns occurred approximately 20-30 minutes apart. No clinical consequences were reported, but event added approximately 21 minute to total surgery delay.

Manufacturer narrative:
It was reported that three isolated system shutdowns occurred during automatic movement of guidance mode. Event summary, device history record review and complaint history review did not identify any contributing factors. Technical investigation was performed by reviewing log files from the subject surgery. It indicated that only two shutdowns were detected, both being due to a shared memory error.